Event description:
A malfunction occurred when the customer was filling the tubing, and malfunction code "malf 24" was displayed, which could not be reset. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.